Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the system would not extend in x direction. The bellows covering the binding and sliders were damaged. The bellows were replaced and the extension issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure the imaging system gantry will not extend out. From the docking position the gantry can move up, but will not extend out. There was no patient present when this issue was identified.

Manufacturer narrative:
The bellow slide for the imaging system was returned to the manufacturer. Visual inspection found that the bolt thread was damaged, resulting in binding.